Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 47 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer stated that they had inserted a new sensor and when it came time to calibrate the customer received a weak signal from the sensor. The customer did not trouble shoot the issue. The customer was advised that the issue may be with the transmitter and not the sensor. No further information was provided.